Event description:
It was reported that the system 9600+ was intermittently going into reinitialization without command. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply for the 5 vdc was found low and increased to nominal. All circuit boards and cables were found to be secure. The system was tested and found to be working as intended and placed back into service.